Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Blower motor temperature. There was no patient involvement.

Event description:
Blower motor temperature. There was no patient involvement.

Manufacturer narrative:
MFR received date: 11 oct 2019. The blower assembly passed all testing. A high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.